Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy, but arctic sun device kept alerting 01 patient line open and 02 low flow. 4 pads connected. Patient temperature (pt) was 38.2c, targeted temperature (tt) was 36c, water flow rate (wfr) was 0.3 l/m. Walked through stop therapy and empty pads. Placed device in manual control at 15c. After a couple of minutes, system diagnostics showed that the outlet monitor temperature (t1) was 9.2c, outlet control temperature (t2) was 9.5c, inlet temperature (t3) was 11.4c, chiller temperature (t4) was 5.7c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 60 percentage, mixing pump command (mpc) was 0, heater 53 percentage, water reservoir level (wrl) was 4, system hours were 7539 and pump hours were 6538. Had add pads back while device is in manual control. After a couple of minutes, system diagnostics with pads showed that the outlet monitor temperature (t1) was 15.9c, outlet control temperature (t2) was 15.9c, inlet temperature (t3) was 15.7c, chiller temperature (t4) was 3.7c, water flow rate (wfr) was 0.4 l/m, inlet pressure (ip) was -0.3psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 18, heater was 0. Nurse noted no water flowing through one side of the pads. Had stop therapy and disable manual control. Advised to swap out for alternate set of pads and place these aside for follow up from representative.

Event description:
It was reported that they were trying to initiate therapy, but arctic sun device kept alerting 01 patient line open and 02 low flow. 4 pads connected. Patient temperature (pt) was 38.2c, targeted temperature (tt) was 36c, water flow rate (wfr) was 0.3 l/m. Walked through stop therapy and empty pads. Placed device in manual control at 15c. After a couple of minutes, system diagnostics showed that the outlet monitor temperature (t1) was 9.2c, outlet control temperature (t2) was 9.5c, inlet temperature (t3) was 11.4c, chiller temperature (t4) was 5.7c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 60 percentage, mixing pump command (mpc) was 0, heater 53 percentage, water reservoir level (wrl) was 4, system hours were 7539 and pump hours were 6538. Had add pads back while device is in manual control. After a couple of minutes, system diagnostics with pads showed that the outlet monitor temperature (t1) was 15.9c, outlet control temperature (t2) was 15.9c, inlet temperature (t3) was 15.7c, chiller temperature (t4) was 3.7c, water flow rate (wfr) was 0.4 l/m, inlet pressure (ip) was -0.3psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 18, heater was 0. Nurse noted no water flowing through one side of the pads. Had stop therapy and disable manual control. Advised to swap out for alternate set of pads and place these aside for follow up from representative.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.